Event description:
Patient reported they have a current going down the right leg, which is the side the interstim is on, for days to weeks. Patient thought it was going to go away because they also have issues with their back and have a boston scientific pain stimulator on the opposite side of the body. Patient commented that it is difficult for them to tell if this is coming from their back or the interstim. Patient also noted they have been passing out recently, cause unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).